Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00379.

Event description:
It was reported that the tips of two set screw drivers broke off intra-operatively. The driver tips could not be located. Bone wax was used on the drivers to complete the procedure. This is report one of two for this event.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed the tips of both drivers have fractured off. Potential cause the root cause was unable to be determined. This event could possibly be attributed to damage during use or handling. It could also be attributed to off-axis forces applied to cause the tip to fracture. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tips of two set screw drivers broke off intra-operatively. The driver tips could not be located. Bone wax was used on the drivers to complete the procedure. This is report one of two for this event.